Manufacturer narrative:
Philips service informed the customer that a replacement power supply was ordered. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the wlan footswitch power supply was defective, and the customer was using a wired footswitch on an azurion 7 m20. The clinical use of the system was in use. There was no reported patient or user harm.